Event description:
Staff responded to a medical call, patient condition not reported. Reportedly, during patient transport, the device screen would blank and the ECG waveform would flatline; as documented by the device recorder. The device operator would tap on the top of the case and the display would return and ECG waveform would be restored. The reporter stated this happened several times during the call. The reporter stated no adverse effects to the patient as a result of device operation.